Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "lymphadenopathy and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy and capsular contracture, baker grade iii.

Event description:
Healthcare professional reporting reactive appearing lymph nodes in the right axilla, with capsular contracture baker grade iii. Rupture observed during surgery. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed an opening assessed as surgical damage. - lymphadenopathy: unable to observe as it is not related to the manufacturing process. - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, [list of all other observation types performed in each analysis] were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reporting reactive appearing lymph nodes in the right axilla, with capsular contracture baker grade iii. Rupture observed during surgery. Device has been explanted. This relates to the right side.